Event description:
Customer stated that the sensor cannula is very bent up. Customer's blood glucose reading was 58 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated opened or used reservoir. Performed visual inspection and reservoir's transfer guard found with insulin vial cap inserted to transfer guard.